Manufacturer narrative:
The probable root cause is attributed to communication errors resulted from a faulty tap fiber optic cable located on patient side cart.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and installed a new tap cable. The system was tested and verified as ready for use. The tap cable is a scrap item and will not be returned.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that errors occurred, and the boom was disabled. The tse confirmed the errors in the logs. The tse advised the customer to perform hard power cycle the system; however, the customer was unable to follow because it was in the middle of the case. The procedure was completing as planned with no reported injury.